Event description:
After an implantation time of about 14 days, a drop of the sensing values and deterioration of the pacing threshold were reported. The lead was explanted and returned to biotronik. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. This inspection showed no deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be conforming to specifications and normal. In particular, the measurement values of the electrical analysis were within the technical specification. No anomalies could be detected during the performed screw tests. There were no indications of a material defect or manufacturing error.